Event description:
It was reported that the pt had her vns device turned off for three weeks, and when the device was turned back on, she began experiencing pain/burning sensations at the chest site. She also experienced extreme shortness of breath during system diagnostics test and magnet use. Diagnostic tests showed vns to be functioning properly. The pt's device was programmed off. X-rays were sent to the MFR for review. The negative electrode did not appear to be in the typical helical orientation. Additionally, the electrodes were not aligned vertically. The strain relief of the lead body at the neck did not appear to be adequate. No tie-downs were visualized. No obvious lead discontinuities were observed. The pt has currently been referred for a surgical consult. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Electrodes not oriented according to what is typically viewed. Strain relief appeared to be inadequate.